Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a greater than 5.0 cm abdominal aortic aneurysm. Vessel morphology was not reported. During the index procedure, it was noted that touch up by kissing balloons was performed due to the flow divider being compressed. The physician used two 16x4 pta balloons and the stent graft opened up. The procedure was completed successfully. It was reported that the patient suffered a stroke the following day and medical care has been given to the patient. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.